Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) replaced the heater bag only, instead of the entire setup, for the therapy on the homechoice (hc) during fill 1 of 4. The technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. The tsr assisted the hp to end the therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide and all the printed pouches for disposable products that are intended for single use are labeled with "this device is intended for single use only." A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.